Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided.

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 30mm emerge balloon catheter was advanced for dilatation; however, during inflation at 8 atmospheres, the balloon ruptured. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 30mm emerge balloon catheter was advanced for dilatation; however, during inflation at 8 atmospheres, the balloon ruptured. No patient complications nor injuries were reported.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2020 as the correct date was not provided. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 6mm long starting at the proximal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.